Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a reservoir was used. When the reservoir was activated it failed to suction. There were no adverse patient consequences.